Manufacturer narrative:
The device has not been returned to omsc for evaluation. In the evaluation of the service department of olympus (B)(4) (onz) the following was confirmed; the reported phenomenon was reproduced. The camera head was defective. Omsc reviewed the manufacturing history(DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by defect of the ccd unit due to excessive stress by customer's handling on the camera head. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image disappeared and the visual field was suddenly lost. There was no report of patient injury associated with this event.